Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 79 mg/dl or 81 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that they had been experiencing a 50 to 100 point difference between the meter and sensor glucose readings with his two sensors. Customer reported that they received insulin flow blocked alarm. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by complete set changed. Customer reported that they experienced low blood glucose and high blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The sensor will be returned for analysis.